Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed, including sensitivity test under nominal settings indicated normal device functionality. Device showed no mode switch episodes while in analysis. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
Related manufacturer reference number: 2017865-2024-02165. It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the pacemaker and the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The pacemaker was explanted and replaced. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.